Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen and right left flank on (B)(6) 2017 usingcooladvantage, coolcore and cool curve+, to the bilateral lower abdomen and right and left posterior flank on (B)(6) 2017 using cooladvantage, coolcore and cool curve+, to the bilateral posterior flanks abdomen on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral posterior abdomen on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral lower abdomen & bilateral flanks on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral lower abdomen & bilateral posterior flank on (B)(6) 2017 using cooladvantage, coolcore+ who developed paradoxical hyperplasia (pah/ph) of the lower abdomen and flanks post-treatment on (B)(6) 2018 and was diagnosed on (B)(6) 2019. (B)(6).

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen and right left flank on (B)(6) 2017 usingcooladvantage, coolcore and cool curve+, to the bilateral lower abdomen and right and left posterior flank on (B)(6) 2017 using cooladvantage, coolcore and cool curve+, to the bilateral posterior flanks abdomen on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral posterior abdomen on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral lower abdomen & bilateral flanks on (B)(6) 2017 using cooladvantage, coolcore, to the bilateral lower abdomen & bilateral posterior flank on (B)(6) 2017 using cooladvantage, coolcore+ who developed paradoxical hyperplasia (pah/ph) of the lower abdomen and flanks post-treatment on (B)(6) 2018 and was diagnosed on (B)(6) 2019. (B)(6); (B)(6).